Event description:
It was reported that during a lobectomy procedure, the dr inserted the device in the pt's body (jaw closed). Tried to open the jaw to clip tissue but could not open the jaw. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
H4., 6, info anticipated, but unavailable at this time.